Event description:
This lead was explanted and replaced for an unknown reason. The patient has not been seen by his following physician since implant and it is believed that he may be seeing another cardiologist. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformation of the conductor coil and a damaged steroid collar, what occurred most likely during surgery. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. The lead was analysed and coagulated blood was identified in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, there was no sign of a material or manufacturing problem.